Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker device reached elective replacement indicator (eri). One month after, the device reached end of life (eol). The device was explanted. No additional adverse patient effects were reported.